Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was not recording readings properly. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with a 1.0u/hr basal program. At the end of testing, the total daily dose recorded correctly with no alarms or warnings occurring. The pump successfully completed a 10u audio bolus and 10u normal bolus. Both were correctly recorded in the pump history. A replace cartridge alarm and a low cartridge warning were reproduced during testing; both were accurately recorded in the alarm history. The pump was found to be recording properly. The complaint of a history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.